Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump drops their blood glucose levels and when they disconnect from the pump, their blood glucose slowly rises. The customer¿s blood glucose level was unknown at the time of the incident. The customer feels like the pump was over delivering. Troubleshooting was not completed as the call was dropped and the customer could not be reached back. No further information was provided. The insulin pump will not be returned for analysis.